Event description:
It was reported that the ilet pump¿s cartridge plunger or motor piston appeared stuck in the pump, attempts to clear it by filling tubing and performing a dry run were unsuccessful, and the user could not retrieve the piece with tweezers, resulting in inability to proceed and device replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to the user¿s health. Investigation included a review of the device history and an assessment of the returned device once available. Investigation of this case revealed that the pump could not complete a dry run, consistent with a mechanical interference within the cartridge drive path. It was concluded that a device malfunction occurred involving the cartridge drive component, necessitating replacement.

Manufacturer narrative:
The returned ilet pump was investigated following a report that the cartridge plunger or motor piston appeared stuck and the device could not complete a dry run, resulting in replacement. Upon evaluation, no debris was found in the drug chamber, and the device powered on, primed, and rewound successfully. Although the issue was not reproducible, findings suggest a likely mechanical interference within the cartridge drive path at the time of the event.